Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a damaged trunk cable connector. The connector was physically damaged, and the white (drvn_gnd) wire was open in the connector. The root cause for the open wire could not be positively identified but was likely excessive force. No adverse event resulted from the open wire.

Event description:
A zoll distributor returned an electrode belt indicating that it was unable to communicate with a monitor.